Event description:
It was reported that the right ventricular (rv) lead pulled back into the atrium within one day of the initial implant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01, implantable pulse generator, (B)(6) 2013. (B)(4).